Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they have only seen the patient 2-3 times in the past. Today at the healthcare providers, patient experienced a shock in their chest. 1 hour later experienced another shock that traveled to his knee. When he got home he experienced a shock walking down the stairs which lasted 10-15 seconds. Patient reported that top of where the header block is red. Not warm to the touch and they do not have a fever. Patient reports falling in the past. They are not certain how they fell. Caller is not sure if therapy is on. Patient lives in a rural area and a few hours from an implanting facility. Patient's wife is a nurse and will be home to help troubleshoot over the phone by visual examining, and palpating along the system if necessary. Not much can be done remotely and will need more information. The caller called back and met with the patient. Since yesterday the patient has experienced 2 more shocking episodes. Impedance test are normal and were done with the patient in different positions. Caller states the shock is felt in the pocket and has been felt when walking down stairs or stretching his arms. The caller states that she does not want to run impedances again because when she does, the patient reacts by violently shaking and freezing. The caller states that the redness over the ins is gone today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the cause of the shocking episodes has not been determined. Patient was having a surgical consult. Impedance check was done and it was fine. Cat scan was also performed. The shocking episodes have not resolved.